Event description:
Subsequent to the initially filed report, the following information was received that the leaflet completely detached from the valve while inside the patient. The leaflet remained unbroken and in one piece when it detached from the valve. The valve and detached leaflet were both removed from the patient.

Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was dislodged from the orifice but not returned with the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was in a closed position but resistance was felt during rotation. Based on the information received the cause of the reported incident could not be conclusively determined but is consistent with rotating the valve through resistance. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm sjm masters series mechanical heart valve was chosen for implant. Resistance was experienced when rotating the valve. After the valve was implanted, it was observed that one of the valve leaflets had come off. A replacement 27mm sjm masters series mechanical heart valve was then successfully implanted in the same procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable.